Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time since the device product is not available it is not possible to determine the source of the defect reported. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. If the device sample becomes available at a later date, this complaint will be update accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the unit will not turn on. Upon plugging in, the unit displays a red wrench and yellow triangle and nothing will turn on/power up.